Event description:
One pt sample with discrepant results. Initial bicarbonate gave 7 mmol/l; repeat gave 24 mmol/l. Initial glucose gave 54 mg/dl; repeat gave 119 mg/dl. Initial bun gave 3 mg/dl; repeat gave 18 mg/dl. A second sample from the same pt gave the following results: bicarbonate = 27 mmol/l. Glucose = 83 mg/dl. Bun = 17 mg/fl. Erroneous result reported. Pt not adversely affected. The field service rep found a problem with the sample probe and replaced the probe. Performance tests were performed and within specification.